Event description:
The service report shows unit had an intermittent alarm due to alarm wire exposed and partially broken. The mallinckrodt cse replaced the alarm to correct the problem. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.